Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a spinal cord stimulator it was reported that an impedance check showed all numbers were within normal limits, but to avoid certain electrodes. Electrodes 2,3, 9, and 10 showed to avoid. It was started that the patient was supposed to be reprogrammed not using electrodes 2,3,9,10. This did not happen component. The device was reprogrammed on (B)(6) 2020 and all electrodes within normal limits. Reprogrammed. It was noted that it was related to the therapy or device but not related to the implant procedure no further complications were reported.